Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the customer had addressed the issue. The technical support specialist reached out to the customer, who confirmed that the issue has been resolved, the complaint file has been closed. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the machine prompts for waste documentation unnecessarily. That when the user retrieves a particular medication, the machine displayed an error message, resulting in a delay in the medication's dispensing to the patient. There were no adverse events or injuries reported based on this incident.